Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not provided.

Event description:
It was reported that, after the initial incisions were made, the patient went into cardiac arrest. Chest compression was administered and successful resuscitation resulted. Patient transferred to the hospital for additional treatment. Physician states the asystole was medication related. The patient was discharged from the hospital.